Event description:
It was reported, via email, that an embotrap iii 5 mm x 37 mm (et307537/lot # unknown) was used for a mechanical thrombectomy procedure, during which a vessel perforation was found. The reporter was not certain if the event was attributed to the guidewire used, but wanted to report the incident since the embotrap iii device was used during the procedure. The event was reported as such: ¿an embotrap 5x37 was used during a mechanical thrombectomy and a vessel was perforated during the procedure. The inr does believe that the perforation could have been caused by the wire but because a device was used during the procedure wanted to log the product complaint¿. No further information, including the outcome and severity of the event, was made available at the time of this review.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section b3 ¿ date of event: the date of the event was not reported. Section d4 ¿ the product¿s lot number was not reported. Vessel perforation is a known potential complication associated with the use of the embotrap iii device and is mentioned in the instructions for use (IFU) as such. There were no reported quality issues/malfunctions related to the embotrap iii device, as the device performed as intended. Patient and clinical factors may have contributed to the event rather than the design or manufacture of the device. A vessel perforation is considered a serious injury that would likely require an additional surgical intervention to preclude patient harm. The reporter was not certain if the event was attributed to the guidewire used, but since the embotrap iii device was also used during the procedure, the correlating relationship of the event to the embotrap iii device cannot be ruled out completely. Based on this information, this event will be conservatively reported to the us FDA under criteria 21 cfr 803 with a classification of a ¿serious injury¿. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h6 and h10. The device was discarded; therefore, no further investigation can be performed. No CAPA or escalation activities are required at this time. The lot number is not known; therefore, a device history record review cannot be completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.